Event description:
It was reported that the patient had a setback with her heart rhythm after her surgery the day prior to the report and was kept in the hospital longer because of that. The patient thought she had an anxiety attack because she didn¿t know what to do. The patient was home now and had pain in her back and running down her left leg. The patient was hurting bad. This was the pain the implantable neurostimulator (ins) was implanted for, but stimulation hadn¿t been turned on yet, and she needed to wait two more weeks to turn it on. The patient stated she was dissatisfied with her healthcare provider (hcp) because she didn¿t get any direction on wound care. The patient felt like her back was red, ¿on fire,¿ and burning. There was a bandage on the incision but she thought she was allergic to the tape. She had been prescribed some pain medications, but could barely walk and her leg would give out without the walker. It was noted she had barely slept. It was noted the patient¿s trial was wonderful. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97792, lot# n428583, implanted: (B)(6) 2015, product type accessory; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was implanted on (B)(6) and noticed swelling at both sites earlier in the week and notified their healthcare provider (hcp) but hadn't heard anything back. The site more on the left hand side was more swollen now and it was irritating and hurts. A seroma was reported. The patient stated she was allergic to the adhesive bandage so they did remove and clean up the area. It was noted there was only swelling, no pus noted. There were some clear strips there but the patient wanted to give her skin a break from the adhesive.